Event description:
It was reported the rapid atrial pacing screen needs to be replaced. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event; led (light emitting diode) flex is out of electrical specification. (B)(4).